Event description:
Spiking IV antibiotics the tubing connection was not glued appropriately at y site? Tubing fell on floor and wasted unknown quantity of IV antibiotics. This caused delay of initial dose. Manufacturer response for IV tubing, (brand not provided) (per site reporter).